Event description:
The customer reported the stenoscope system is displaying hard disk error and will not save images. No patient injury was reported.

Manufacturer narrative:
Parts ordered. Checked system. Found hard drive not coming up to a complete boot. Removed and replaced dsid pcb. Checked operation. Machine works as intended.